Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking the following information was received by the initial reporter with the following verbatim: customer says set is leaking.

Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was a leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 20019e lot number 23115175 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 09nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.